Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager lock mechanism failed and fridge door repeatedly failing during access attempts. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock was failed. A field service engineer (fse) found that the hasp was misaligned with the latch. The hasp was adjusted, and the latch was replaced due to excessive cam play that was causing failures. Diagnostics testing was performed, and the pharmacy successfully opened the door multiple times. The system functioned as intended after the field service engineer repaired the device.